Event description:
Customer reported a fresh open heart pt came out of surgery to pacu with multiple drips (diprivan and blood transfusion) infusing through swan ganz/cordis catheters. The nurses noticed blood dripping on the floor and after further examination they noticed the tubing was separated from the smartsite (distal side) resulting in backflow of blood from cordis tubing. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.